Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing a rash on her knee post-operatively.

Manufacturer narrative:
Concomitant medical product: zimmer persona cemented tibial component catalog #: 42-5320-071-02, zimmer persona all-poly patella catalog #: 42-5402-000-32, zimmer persona uc articular surface catalog #: 42-5222-005-10. Reported event was unable to be confirmed due to limited information received from the customer. The lot numbers are unknown; therefore the device history records could not be reviewed. No devices were received; therefore the condition of the components is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the implanted devices identified no compatibility issues. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is experiencing a rash on her knee post-operatively.